Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in this incident, it was determined that all station was critical override and new patient was not crossing over. A technical support specialist (tss) identified a processing issue for messages on customers side, once service were restored data would be appeared on the system. The tss dialed into the server, restarted the external messaging service to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all station was critical override and new patient was not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all station was critical override and new patient was not crossing over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.